Manufacturer narrative:
On november 10, 2021, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection. Visual analysis of the returned sample revealed that the smooth hpg, 375cc breast implant, which was found to have ruptured into two pieces. Additionally, shell abrasion was observed on the edges of the tear. The evaluation determined that the cause of the rupture was consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stress to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, breast implants may also wear out over time. A second product was received with lot number 5576305. No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. On november 11, 2021, mentor became aware that under previous follow up number 1 report under field h10 (additional manufacturer narrative), incorrect device receipt date was mistakenly reported since the device was received on october 28, 2021 as reported under field d9 of the follow up number 1 report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right rupture date of explant: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with a 375cc mentor memorygel breast implant and experienced breast implant rupture on her right side postoperatively. The matter was diagnosed in the office. As a result, the device will be explanted on (B)(6) 2021.

Manufacturer narrative:
On october 27, 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).